Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, while transecting the stomach, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. They change the reload however, it could not be connect into the handle. They then used another device to resolve the issue in order to complete the case. There was no patient injury.